Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/left essure coil misplacement') and uterine perforation ('perforation (uterus)') in a 22-year-old female patient who had essure (ess205) (batch no. 621669,622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Essure confirmation test- unknown. Concurrent conditions included diabetes mellitus, hypocholesteremia, migraine, vaginitis, vulvovaginitis and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("other injuries/symptoms- fatigue"), urinary tract infection ("urinary tract infection") and nausea ("nausea"), 2 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced mood swings ("mood swings"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraine/headache/migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, fatigue, mood swings, urinary tract infection, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, mood swings, nausea, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and migration left essure coil only 1/2 in tube. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-unknown. Lot number: 621669 manufacturing date: 2006-09 expiration date: 2008-08. Lot number: 622308 manufacturing date: 2007-01 expiration date: 2008-12. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Patient's aka name and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("other injuries/symptoms: fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event essure migration, general abnormal bleeding, pelvic pain/chronic, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse),and other injuries/symptoms-fatigue. Patient demographic details, reporter information was added. Lab dada added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/left essure coil misplacement') and uterine perforation ('perforation (uterus)') in a 22-year-old female patient who had essure (ess205) (batch no. 621669,622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Essure confirmation test- unknown. Concurrent conditions included diabetes mellitus, hypocholesteremia, migraine, vaginitis, vulvovaginitis and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("other injuries/symptoms- fatigue"), urinary tract infection ("urinary tract infection") and nausea ("nausea"), 2 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraine/headache"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, fatigue, mood swings, urinary tract infection, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, mood swings, nausea, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and migration left essure coil only 1/2 in tube discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-unknown. Lot number: 621669 manufacturing date: 2006-09 expiration date: 2008-08 . Lot number: 622308 manufacturing date: 2007-01 expiration date: 2008-12. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of product technical complaint. On 6-feb-2020: plaintiff fact sheet and medical records received : concomitant condition added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/left essure coil misplacement') and uterine perforation ('perforation (uterus)') in a 22-year-old female patient who had essure (ess205) (batch no. 621669,622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Essure confirmation test- unknown. Concurrent conditions included diabetes mellitus, hypocholesteremia, migraine, vaginitis and vulvovaginitis. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("other injuries/symptoms- fatigue"), urinary tract infection ("urinary tract infection") and nausea ("nausea"), 2 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraine/headache"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, fatigue, mood swings, urinary tract infection, nausea and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, mood swings, nausea, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and migration left essure coil only 1/2 in tube. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-unknown. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: new event mood swings, urinary tract infection, perforation (uterus), nausea and product lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.